Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a black display. The customer¿s blood glucose level was 110 mg/dl. The customer also reported that the insulin pump had a cosmetic damage. The customer reported that the insulin pump had cracked at the back of the battery casing. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with cracked case behind the pump near the battery tube compartment and cracked battery tube threads.